Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 54 alarm during testing. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. Test reservoir/p-cap locks properly in reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin rewind. Customer was performed self test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.